Event description:
A low advia 1650 total bilirubin result was obtained on a pediatric sample. The sample was repeated on the same analyzer and the expected result was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequence due to the low total bilirubin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant total billirubin result is unk. The instrument is performing within specifications. No further eval of the device is required.